Event description:
Customer called lfs in 2002 alleging that their meter would only prompt "apply sample" and "error 6". Customer reported no symptoms. Customer did not take any actions following the use of the meter. Customer had been using blood from their finger to obtain a blood glucose result. Customer did not receive any medical care beyond home treatment. The ccr walked customer through resolving the issue and both issues were not resolved. The "error 6" message normally indicates that a possible failure has occurred in the meter, which could not be resolved with troubleshooting. The customer also indicated that the meter was reading inaccurately low. Customer obtained a "46 mg/dl, 3 mg/dl, 0 mg/dl" within 10 minutes. Customer did not have any symptoms at the time. Their test strips were not expired and they did not have any control solution to check if the meter was within specs. Ccr replaced the meter due to unresolved "error 6" and "apply sample" messages.